Event description:
In this event, it was reported that a pt developed swelling of the face and neck after undergoing a restorative procedure that utilized esthet-x hd composite. The pt had reportedly undergone other procedures in which esthet-x hd was used and never reported any reaction. There is no indication that medical intervention was required as a result.

Manufacturer narrative:
While it is unk if the esthet-x hd used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per (B) (4).